Event description:
A report was received that the patient was explanted due to infection. The patient developed an infection at the pocket site and only the ipg was explanted. The patient had drainage at the pocket site. The patient is reportedly doing well.